Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use provides the following precautions: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the case description, the filter migration appears to be related to lack of sheath support during placement. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no other incidents for filter migration reported for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. In this case, the reported filter migration appears to be related to case circumstances and/or use technique as there is no indication to suggest a product deficiency.

Event description:
It was reported via a trial that during a stenting procedure in the right internal common carotid artery, during placement of the emboshield nav6, the sheath moved and pulled the emboshield nav6 embolic protection device (epd) out of position. The physician removed the epd, repositioned the wire and sheath then deployed a new emboshield nav6 successfully. There was no adverse patient effects reported. The patient was discharged home two days after the procedure. Though requested, there was no additional information provided.